Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the distal end of the drill bit is broken, lost. There wasn¿t any impact on the procedure, the operation was finished successfully. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing evaluation was performed. The drill bit was broken upon receipt. The locking compression plate drill bit was analyzed for conformance to print specifications as well as the device history record was researched, no abnormal findings were identified. The cross section surface shows no irregularities (unfortunately the broken part was not returned). Blunt drill bits require more mechanical power during the application, therefore we recommend that blunt or damaged instruments need to be exchanged before surgery. It appears that there was a heavy exceeding mechanical overloading situation during use which caused the breakage. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.